Event description:
The patient was a hospitalized in-patient and had a skin issue; a bed sore was noted. The "plastics team" was asked to see the patient. It was questioned whether the baclofen pump needed to be adjusted because of patient spasms. The hcp saw the patient and considered that lioresal 2000 mcg/ml at 1300 mcg/day was not working very well for the patient. The patient had 2 previous catheter dye studies, one of which was unclear if showed a "hardening" catheter. Another study was attempted 3-4 months ago but could not be completed because the catheter could not be aspirated. As of (B)(6) 2012, it was decided not to repeat the dye study as the results were inconclusive. The hcp decided to perform a test injection of drug below the level of the existing catheter. The patient was brought to the operating room and was given a 100 mcg bolus of intrathecal baclofen; this demonstrated "amazing results in relief of spasticity compared to his baseline before the injection". Fluoroscopy was used during the lumbar puncture procedure and the catheter was noticed to be positioned just around the insertion site around l2. It appeared the catheter had dislodged or was "quite low". The hcp determined that because of the positive results from the baclofen injection, tolerance of baclofen could be ruled out and the patient should have responded to the pump drug delivery. The hcp then decreased the pump dose to 600 mcg/day and initiated procedures to treat potential withdrawal symptoms. The patient was taking oral baclofen and was being monitored in the hospital. As of the time of the report, the plan was to replace the patient's catheter in the near future.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of concomitant medical products: implanted: 2011-(B)(6) explanted: (B)(4).